Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va31sz2); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient said they needed the device to be removed. The lead had shifted. The patient had been in severe pain for a long time. The pain was unbearable. It was the nerves in the ankle and foot. The issue had been going on for at least 5-6 months. They have gone to the ER and got mris. They also have chiari malformation type 1 and osteoarthritis of the left hip and lumbar spine. The device had been off for the most part because they had been trying to figure out what was causing the pain. They even got a numbing injection in the hip thinking it was possibly the arthritis. They said if the numbing didn't work it was not the osteo arthritis. It didn't numb them at all. The patient felt like the device hadn't been working the whole time they have had it. They turned it back on the other night and the pain was constant and severe. It still hurt when the device was off but it was not as bad. The hospital referred them to a neurosurgeon on march 30th. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va31sz2 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the comment regarding "it was the nerves in the ankle and foot" was about a device concern.